Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 10 months after the dental implant and provisional abutment were placed in ada site 3 in the mouth, the implant failed to achieve osseointegration. Clinician noted patient's peri- implantitis, pain, mobility and bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 10 months after the dental implant and provisional abutment were placed in ada site 3 in the mouth, the implant failed to achieve osseointegration. Clinician noted patient's peri- implantitis, pain, mobility and bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).